Event description:
A malfunction was reported on the pump, and there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur afterward. The customer was advised that they could continue using the pump and to contact technical support again if any malfunction codes reappeared.